Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
One touch ultra meter was set to the incorrect unit of measurement. The pt reported visiting her diabetes nurse educator (dne) due to her elevated blood glucose results. The pt only took her logbook and no lab or meter tests were conducted during the visit. As a result of the logbook readings, the pt's insulin regimen was increased from 7 units of insulin (fast acting) in the morning, 11 units of insulin (fast acting) at lunchtime, 14 units of insulin (fast acting) at suppertime, and 28 units of insulin (long acting) at nighttime. Results such as 7.0 mmol/l, 11.0 mmol/l, 6.0 mmol/l, 9.8 mmol/l, 9.9 mmol/l, 7.2 mmol/l, and 9.2 mmol/l were obtained around the time she visited her dne. The pt reported that she was hospitalized for reasons other than her diabetes. Pt's blood glucose levels were "26, 25, 21, 19, and 18" when she was hospitalized. She could not recall if a decimal point was present when she had been obtaining the elevated results. The pt confirmed that she had not attempted to change the battery and/or reset the date and time in the meter options. The pt realized the change in the unit of measurement when she compared her logbook entries to the result in the meter memory. The pt did not allege harm. There is no info to suggest that the meter caused injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. This case is being reported as a malfunction due-to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. The meter was replaced.